Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk.

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy the tissue pad was detached off. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.